Manufacturer narrative:
H3:product analysis: evaluation determined that ring detached. The likely cause was identified as inadequate preventative maintenance. It was also noted the bearing came off. Deterioration of the engraving and coloring on the exterior observed. Also noise was observed. B3: date of event notification: 21nov2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of detachment of component. No patient impact reported. Repair is being escalated to product event due to reason for region. Upon followup it was confirmed that there was no patient or staff impact.